Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. See attachment: [mw5073414.pdf]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2017-20198 regarding the device malfunction/revision was previously reported. Any additional information regarding that event will be reported under this manufacturing number 3004209178-2018-00688.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that there was a device revision due to malfunction on (B)(6) 2015. The patient outcome was hospitalization. There were no further complications reported as a result of this event.